Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08793. It was reported a laceration and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and a 27mm watchman ® laa closure device & delivery system were used. After the transseptal puncture and throughout the procedure, the patient developed a pericardial effusion with tamponade. The closure device was deployed successfully. A pericardial drain was placed to treat the effusion, but surgical intervention was also necessary to treat it. It was also noticed that there was a laceration of 5mm on the laa at the left atrial junction on the anterior side. This was also repaired surgically with a suture. The patient was stable and recovered in the intensive care unit.